Manufacturer narrative:
The reported under infusion issue was not confirmed. The device was found to have a flow rate accuracy of -0.67%, which was within the +/-5% specification. The device was tested on (B)(6) 2017 and met all specifications.

Event description:
The user reported an under infusion issue to zyno medical on (B)(6) 2017. "Pump (B)(4) was reported by a nurse to be turning off early and not infusing all of the solution. Nurse states that it infused everything but solution remains in the bag. This was reported to us on (B)(6) 2017 at which time we sent out a replacement pump. No injuries were reported. It is my understanding that the lcd said completed, but there was still solution remaining in the bag. Sorry, the only information we received is that the pump completed the infusion per the led screen, but there was still solution in the bag."